Event description:
Complainant alleged that first responders were attempting to monitor a 20 yr old female pt who weighed 375 lbs. The pt was experiencing multiple seizures from a drug overdose. The responders were unable to obtain an ECG trace in any of the three leads or while using the multi-function electrodes. They indicated that the units monitor screen displayed a dotted line for an ECG trace. There was no adverse effect on the pt.